Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the (B)(6) 6f 071 delivery catheter ((B)(6)) was broken at the hub when removing it from the packaging. The (B)(6) broke prior to use and therefore was not used in the procedure. The procedure was completed using a new (B)(6).